Event description:
Title: alaris pc4 free flow. A "b" side door latch which secures delivery tubing broke. This malfunction resulted in a failure to clamp the tubing when the door was opened allowing intravenous fluid to free flow. This pump was in use when the error was found. The nurse noted when she opened the door to the pump the fluid "free flowed". The free flow does not occur as long as the door is closed. When the door is opened, it has a clip that is supposed to pull a "pinch" clamp out to prevent free flow. The clip is the part that broke. It is not known how the clip was broken. It is suspected an operator of the device may have shut the door too hard when the latch was not lined up appropriately with the catch. This failure and the one noted in another report are the first two reports of this type with the new pc4tx pumps. The facility reported a pc2 pump latch failure approx 3 years ago. This pc4tx pump was examined and tested in a preventive maintenance program. The staff who use these pumps feel positively regarding them. Other devices from the same mfg lot have been checked for signs of poor production and assembly. The biomedical engineer from this facility found one other pump by this MFR and with this model number with a broken door which is described in previous report. The facility has sent several units [pumps] to the MFR for eval and repair following this incident. The pump does have an alarm that will notify the operator if there is "air in line." The MFR has provided no input to date. The facility continues to use this device with no further failures.